Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: sedr01, implantable pulse generator (ipg), implanted: (B)(6) 2010. A 5076, implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient went to the emergency department after experiencing a syncope episode. Patient also complained of having intermittent dizziness over the past three years. It was noted there was non-captured and varying threshold on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.